Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow, down arrow and ok keypad buttons had a delayed response and were unresponsive after attempting to replace the battery. The patient was unable to advance passed the verify screen. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is intact; no damage or lifting was observed. The keypad buttons were found to be responsive button presses. The keypad cover was removed and there was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.